Manufacturer narrative:
Siemens filed the initial MDR on 20-mar-2019 and the first supplemental MDR on 15-apr-2019. Corrected information (25-apr-2019): the customer clarified that three samples were drawn from the patient for different panels of tests (immunoassay, biochemistry, and hematology) and all samples were tested for ferritin. The customer clarified that the samples were repeated, in duplicate, on (B)(6) 2019 and not 28-feb-2019 as indicated in the initial MDR. The customer also provided the repeat results and averages of the repeat results for each sample to siemens; the results the customer provided were different from the repeat results conveyed in the first supplemental MDR. The first supplemental MDR indicated that all the repeat results were reported to the physician(s); however, the result of 118 ng/ml was reported, as the correct result, to the physician(s). The customer did not specify whether other ferritin result(s) was/were reported to the physician(s). Additional information (07-may-2019): the cause of the discordant, falsely low ferritin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low ferritin (fer) result was obtained on a patient sample on an advia centaur xp instrument when three samples from the same patient were processed on the instrument. The discordant result was reported to the physician(s). On (B)(6) 2019, the samples were repeated, in duplicate, on the same instrument, resulting higher than the discordant result; the repeat results correlated well with each other and the patient's clinical history. The customer also provided the averages of the repeat results per sample; the fer result of 118 ng/ml was reported to the physician(s), but it is unknown if other results were reported to the physician(s). The customer reported that biochemistry, hematology and hormone tests were ordered on the samples, but only provided details regarding the fer assay. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low fer result.

Event description:
A discordant, falsely low ferritin (fer) result was obtained on a patient sample on an advia centaur xp instrument when three samples from the same patient were tested on the instrument. The customer did not provide the initial results obtained on the other two samples. The discordant result was reported to the physician(s). On (B)(6) 2019, the samples were repeated on the same instrument or on an alternate advia centaur xp instrument, resulting higher than the discordant result; the repeat results correlated well with each other. The repeat results were reported, as the correct results, to the physician(s). The customer reported that biochemistry and hormone tests were ordered on the sample, but only provided details regarding the fer assay. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low fer result.

Manufacturer narrative:
Siemens filed the initial MDR on 20-mar-2019. Corrected information (21-mar-2019): the initial MDR indicated that an incorrect ferritin (fer) result was reported to the physician(s) for a patient sample that was run on an advia centaur xp instrument. The initial MDR also states that the customer reported that the sample was potentially mixed with another patient sample at the time of testing. Upon further investigation, siemens determined that the samples were not initially mixed up. The customer reported that a discordant, falsely low fer result was obtained on a patient sample when three samples from the same patient were tested on the advia centaur xp instrument. The customer did not provide the initial results obtained on the other two samples. The discordant result was reported to the physician(s). On (B)(6) 2019, the samples were repeated on the same instrument or on an alternate advia centaur xp instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). Section and the result and conclusion codes in section were revised to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that an incorrect ferritin (fer) result was reported to the physician(s) for a patient sample that was run on the advia centaur xp instrument. The customer reported that the incorrect fer result was reported to the physician(s) potentially due to a sample mix up. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced a malfunctioned valve on the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An incorrect ferritin (fer) result was reported to the physician(s) for a patient sample (sample ID (B)(6)) that was run on an advia centaur xp instrument. The customer reported that the sample was potentially mixed with another patient sample at the time of testing. Two days later, the patient questioned the low fer result and both samples were repeated on the same instrument; details regarding the other sample were not provided by the customer. Three different samples from the same patient (sample ID (B)(6)) were run on the same instrument or an alternate advia centaur xp instrument and the results correlated well with the repeat result. The customer reported that biochemistry and hormone tests were ordered on the sample, but only provided details regarding the fer assay. There are no known reports of patient intervention or adverse health consequences due to the incorrect fer result reported on the patient sample.